Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case cracked at top surface. System failure: force sensor bridge test error found in device's event history log. The technician performed an occlusion test and the reported issue could not be duplicated during power on self test. The root cause of the reported issue was found to be that the plunger head was filled with contamination (fluid ingression). Replaced all components of the plunger head to include the plunger cable, plunger tube, left plunger case, plunger case o-ring, plunger case seal, plunger head mount, dowel pin, force sensor, plunger float, plunger gear cam, push block, both timing plates, both timing plate springs, plunger printed circuit board (pcb), and right plunger case due to fluid ingression.

Event description:
It was reported that the force air sensor error occurred. No patient injury was reported.